Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused heart problems, arrythmia and a fatty liver. The patient has alleged to seeing white particles in the device. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused heart problems, arrythmia and a fatty liver. The patient has alleged to seeing white particles in the device. The patient did not report to receive any medical intervention. The device was returned to a third party service center for further evaluation. During the evaluation of the device third party service center observed there was no visible foam degradation. The unit was scrapped. Section h6 updated in this report.